Event description:
The patient's mother reported that the patient, had 2 v-go 40 devices where the needle button popped out prior to the completion of the 24 hour period. The mother confirmed that the patient presses on the raised circular bump of the needle button during initial needle insertion. The mother stated that this occurred on (B)(6) with the v-go 40 placed above the stomach. The worn v-go devices were disposed.